Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg), an echocardiogram showed evidence of a pericardial effusion. The patient's condition was monitored and patient was placed under observation. The ipg remains in use. No further patient complications have been reported as a result of this event.